Event description:
It was reported that the customer had issues with flushing the one-link catheter extension set after attaching to the catheter. This was found during infusion. There is patient involvement, but no mention of patient injury, and/or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was visually inspected and no defects were observed. Clear passage and pressure testing was performed at 8psi and no defects were observed. A functional flow test was performed and the device met product specifications. If additional relevant information is obtained, a supplemental report will be submitted.